Event description:
During a pulmonary vein isolation ablation procedure, the patient experienced st elevation. After transseptal access was obtained and an angiography had been performed of the left atrium, the patient became hypotensive with st elevation. Reanimation was required and the patient was transferred to the intensive care unit, where they remained in stable condition. There was no air visualized in the heart and the coronary angiography was unobtrusive. There were no performance issues with any abbott device.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath deflected in both directions when actuating the steering mechanism, and deflected in the correct shape with no resistance noted. In addition, no leaks were noted and the dilator was fully inserted through the sheath with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported st elevation may have been procedure related.